Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported implant loss. Customer marked 3 position on the teeth but there were 2 implants received. Contacted customer to confirm the position - customer confirmed position 14 and 15.